Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post the implant of an implantable pulse generator (ipg) system that the patient developed a pocket infection. The ipg system was removed. The ipg and leads were retained to be sent to laboratory for culture and sensitivity. The ipg system will be replaced. No further patient complications have been reported as a result of this event.